Manufacturer narrative:
The device has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Event description:
On december 16, 2009 the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague cx triple channel volumetric infusion pump in which failure code 313:425:250:002 occurred. The reported condition occurred during patient therapy in the coronary intensive care unit. Patient therapy was interrupted as a result of this failure. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software for this device is currently not known.